Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found.

Event description:
It was reported that during the 9 month follow up visit, a suspected left ventricular (lv) lead dislodgement was confirmed via x-ray. Three months later, that patient reported "a worsening on his cardiovascular condition". The lv lead was repositioned and remains in use. The patient was enrolled in the advance iii clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.